Event description:
Proficiency testing failed 2 of 5 both positive, rptr's result negative. Retested proficiency samples 8/94, with another kit. One sample still negative, other sample very weak positive. Tested on kit with better expiration date, ie 10/31/94. Now both samples give positive results. It would appear that both kits used with 8/31/94, expiration date have lost potency and sensitivity.